Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2010) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010- patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of bard flat meshes (device 1). Per op notes, ¿an indirect inguinal hernia was identified in the left inguinal region and was dissected. A bard flat mesh (device 1) was placed and sutured to the inguinal ligament. The right inguinal hernia was repaired by placing a bard flat mesh (device 2) and was sutured to the inguinal ligament¿. (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with partial explant of bard flat mesh (device 2), implant of synthetic mesh. Per op notes, ¿scar tissue, direct inguinal hernia as well as incarcerated indirect inguinal hernia was identified and the incarcerated omentum was reduced. A small portion of previously placed mesh (device 2) was free floating and had been cut to accommodate the cord¿. (B)(6) 2020- patient was diagnosed with recurrent right inguinal hernia, right groin pain, thereby underwent robotic assisted laparoscopic repair with explant of bard flat mesh (device 2), implant of another synthetic mesh. Per op notes, ¿there was a femoral hernia identified but cannot be dissect due to the presence of bard flat mesh (device 2) and synthetic mesh. Therefore, both meshes (device 2 and previously placed synthetic mesh) were excised and the femoral components were reduced. A synthetic mesh was placed and sutured¿.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.